Event description:
It was reported that 50 pen needle 32x4 asia xtws experienced inner shields/outer covers/caps that would not attach/detach. The following information was provided by the initial reporter: mother uses a novopen echo to administer her five year old daughter's insulin (novorapid). The design of the pen means that the needle actually screws onto the end of the penfill cartridge. In the last 10 boxes this mother has used, she has had multiple needles not engage onto the thread and just 'spin' on the end. All boxes have had the same expiry date of 10-2024. Mother has visited 2 pharmacies in her area to obtain a box with a different expiry date however stock at both pharmacies had the same expiry date as what she has been using. There have been a couple of different lot numbers in these boxes however she does not have a record of the other lot numbers, only the current boxes. Unfortunately the mother does not have any of the affected needles for return however she will keep any from this point on.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-27 h6: investigation summary customer returned (121) 4mm, 32g pen needles (4 open, 117 sealed) in shelf cartons from lot # 9312542. Customer states that the needles won¿t engage onto the pen device. All open samples as well as thirty sealed samples were tested and all were able to securely attach to a pen without any observed defects. DHR was reviewed for lot# 9312542 and no qn found bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 pen needle 32x4 asia xtws experienced inner shields/outer covers/caps that would not attach/detach. The following information was provided by the initial reporter: mother uses a novopen echo to administer her (B)(6) year old daughter's insulin (novorapid). The design of the pen means that the needle actually screws onto the end of the penfill cartridge. In the last 10 boxes this mother has used, she has had multiple needles not engage onto the thread and just 'spin' on the end. All boxes have had the same expiry date of 10-2024. Mother has visited 2 pharmacies in her area to obtain a box with a different expiry date however stock at both pharmacies had the same expiry date as what she has been using. There have been a couple of different lot numbers in these boxes however she does not have a record of the other lot numbers, only the current boxes. Unfortunately the mother does not have any of the affected needles for return however she will keep any from this point on.